Event description:
Customer reported receiving an error message and additional icons on their locked freestyle flash meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Performed investigation. Complaint is confirmed. Memory overwrite was observed. Customer and retailers have been informed through the adc fa16may2006 letter.